Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "capsular thickening decreasing predominantly in the upper quadrants of 4.4 mm with echogenic material inside suggestive of intracapsular rupture" diagnosed via ultrasound. This record is for the right side. Device remains implanted.